Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had did not make correct calculations based on information entered and causing insulin pump to under deliver insulin. The blood glucose at the time of the incident was 320 mg/dl. The customer was assisted with troubleshooting and did not troubleshooting for high blood glucose. The device will be returned for analysis.